Manufacturer narrative:
Investigation summary: mentor conducted a visual inspection and microscopic examination of the returned device. During visual analysis of the returned device, two tears (a and b) were observed. Tear a on the anterior view was measured approximately 2 cm, and tear b on the posterior view was measured approximately 2.9 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the both tears, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object, perforating the implant shell. The cause in the remaining area of the tear could not be identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
Two 325cc mentor smooth round moderate profile protheses were received by the mentor failure analysis lab on 17-dec-2020 for an event where left-sided deflation was reported. However, the devices were not differentiated for left and right. Multiple attempts were made for clarification. However, no response had been received. Since both devices were observed to be deflated, it was determined on 14-jan-2021 that one of the received devices is as a blind unit. On 29-jan-2021, based on available information, the device with lot # 266103 was identified as left, and the device with lot # 263799 was identified as right. The date of implantation was estimated as (B)(6) 2004 based on available information. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a prosthesis is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. This report is for the right-sided prosthesis.